Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4)., inc. On retained kit lot m166670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m166670 and test base part number 190-430 / lot m166670. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166670 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on a direct tested nasal swab. The customer reported that the patient was initially tested with ID now covid-19 and received positive results. Repeat testing was performed with ID now covid-19 generating positive results. Confirmation testing was performed with roche liat generating positive results as well. The patient was then tested with tcdc and received negative results. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.